Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial:(B)(6), batch: 8392722. The event of a system explant was reported to abbott. The patient underwent a complete system explant due to ineffective stimulation. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken was undertaken at unknown date wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data b5 - describe event or problem d6b - date of explant is unknown

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken was undertaken at unknown date wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data b5 - describe event or problem d6b - date of explant is unknown.